Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (174-281 mg/dl). Boluses were delivered to address the bg level. The customer thought that the high bg may be related to a change in medications. As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.